Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm that the set was leaking at seal of the addition port. The set was sent to the supplier for further evaluation. This report will be updated when those results are received by mmdg.

Event description:
The initial reporter stated that they had a set that leaked at the seal around the addition port. The initial reporter also stated that the leak was noticed after packaging the unit for shipping. The leaking set never left the facility and was never used on a patient. Complaint (B)(4).